Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows. D.2.b medical device type: jka. D.2.a common device name: tubes, vials, systems, serum separators, blood collection. E.1. Initial reporter facility name: (B)(6). Investigation summary: bd received 2 photos and 65 samples for investigation, and the indicated failure mode of damaged tubing was observed in the evidence provided. Additionally, a total of 10 retained samples were visually inspected, and no damaged tubing was found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: hole in product/component. Bd has initiated corrective and preventative action to address the reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, a spray-like blood leakage occurred from the tube connecting the butterfly needle to the holder. This occurred with one device. No adverse impact was reported regarding the patient or user.